Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in three of the infusion sets, the quick release broke apart while the patient was lying down. Only the fourth infusion set had worked. The site location was patient's stomach and the pump was in the pant's pocket. The infusion had been in use for about an hour and infusions were kept in the room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.